Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that before vitrectomy surgery, an ophthalmic entry system had dull blade and not sharp. The surgery was completed on the same day with alternative product. There was no patient impact.